Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Dob ¿ unknown month and day in (B)(6). Concomitant medical products- unknown refobacin cement, catalog # unk, lot # unk. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert persona the personalized knee system, poor range of motion is one of the known adverse effects of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products- persona cemented femoral component, catalog # 42502606801, lot # 63690815. Persona stemmed tibial component, catalog # 42532008301, lot # 63610223. Persona all poly patella, catalog # 42540000035, lot # 42540000035. Foreign- (b)(6 our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Remains implanted.

Event description:
It was reported that the patient underwent a partial knee arthroplasty. Subsequently, two months later, the patient experienced flexion contracture. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.